Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 265 mg/dl and insulin pens were used to address the bg level. The customer had changed out the infusion set twice as the occlusion appeared to be within the tubing. The customer reported to have been using apidra insulin in the cartridge. The customer reverted to using insulin pens to manage diabetes until the type of insulin used can be discussed with a healthcare provider.